Event description:
It was reported by the peritoneal dialysis (pd) patient was hospitalized. Upon follow up, the pdrn reported the patient presented to the emergency room (ER) on (B)(6) 2023 with a malfunctioning pd catheter (not a fresenius product) and abdominal pain. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was formally admitted. Patency testing revealed the pd catheter (not a fresenius product) was clogged (or clotted) with fibrin, and the catheter (not a fresenius product) was successfully treated with a clot busting agent (alteplase). The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin and ceftazidime. The patients peritoneal effluent culture result returned positive for staphylococcus aureus on (B)(6) 2023, and the patients ceftazidime was discontinued. The patient was discharged on (B)(6) 2023 in stable condition and is recovering from the events. The pdrn attributed causality to an unspecified touch contamination event. Per the pdrn, the events were unrelated to the patients utilization of any fresenius product(s), drug(s), and/or device(s). The patient continues to undergo continuous cyclic pd (ccpd) therapy utilizing the same liberty select cycler without reported issue. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).